Event description:
Stapler was placed in patient and closed around specimen but then was unable to activate stapler. Then took 5 minutes to open stapler so that it could be removed from patient and new stapler and load opened and used. Stapler had already been used twice prior incident with two other loads with no issue. Service specialist aware of possible issues with staplers jamming, confirmed was loading them correctly by first placed load into stapler then removing red color cap off of load. FDA safety report ID # (B)(4).